Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy and pimply skin irritation on his spine while staying at the rehab center. The patient believes the irritation may have been caused by the mattress at the rehab facility. It's unclear if the lifevest caused or contributed to the skin irritation. There was no alleged device malfunction contributing to the irritation. The rehab center treated the skin irritation with cutimed acute 10% ointment. Follow up indicated that the ointment helped the skin irritation to improve.